Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his left thigh, left hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications. As a result of the pain, the patient has trouble walking and experiences pain anytime he moves from standing to a sitting position and vice versa. Patient will undergo revision surgery sometime in (B)(6) 2011, in order to have the device removed and replaced with another prosthesis. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Reason for revision was not provided.

Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his left thigh, left hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications. As a result of the pain, the patient has trouble walking and experiences pain anytime he moves from standing to a sitting position and vice versa. Patient will undergo revision surgery sometime in the (B)(6) 2011, in order to have the device removed and replaced with another prosthesis.